Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging that her lungs have been harmed, nasal / throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's alleging that her lungs have been harmed, nasal / throat irritation or soreness. Patient allegedly states device is blowing dry air and has a bad odor. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer confirmed the presence of degraded sound abatement foam. Additionally, dust and dirt contamination was observed on various components, including the top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, and p4 power connector. The manufacturer noted an odor consistent with foam degradation and identified liquid ingress on the blower and p4 power connector. Furthermore, contamination consistent with keratin was observed on the blower box. The manufacturer utilized a foam integrity test tool (fitt) to confirm the presence of degraded sound abatement foam. During the periodic nulling of pressure and flow sensor offsets with the blower turned off, a pressure offset outside of acceptable bounds was detected. Additionally, the device could not be verified for airflow due to a "service required" display. The manufacturer also identified two error codes. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Sections d8, d9, h2, h3, h6 has been updated in this report.